Event description:
Nurse changed the empty bottle of cyclosporine 80mg with a new one at around 2345 pm. At around 0245 then discovered the infusion pump alarm beeping air, and upon inspection noticed the whole bottle of cyclosporine was completed. When examining the pump, the nurse also noticed that the rate was set at 104cc/hr with a volume left of 35.